Event description:
It was reported that the customer have a delivery anomaly. Stated that when she is trying to deliver a large bolus, only part of the bolus amount is delivered. Then she has to deliver the rest of the bolus and it goes through without any problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.